Manufacturer narrative:
(B)(4). The complaint is confirmed. Visual examination of the provided pictures identified signs of being implanted wear / scratched / gouged and has cracked / fractured. The tibial tray was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic lucency noted surrounding at least 1 of the posterior tibial pegs indicative of loosening, suggested poly wear and loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00280. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a total knee arthroplasty and subsequently was revised approximately 5 years after the initial procedure due to wear and fracture of the implant. Development of cysts was noted on medial tibia plateau. Attempts have been made and no further information has been provided.